Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14304 and 3005099803-2013-14303 address these devices. It was reported to boston scientific corporation on (B)(6) 2013 that two resolution hemostasis clipping devices were used during a procedure according to the complainant, during the procedure, the two hemostatic resolution clips would not function properly. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
A visual examination of the returned resolution clip device noted that the clip assembly was detached from the bushing and still attached to the control wire via tension breaker and yoke. The prongs could not be opened but the clip assembly could be deployed. Two clicks were heard. The prongs were locked into the capsule. The over sheath was not returned. It was also noticed there was a kink in the control wire. Although failures were observed, the reported complaint could not be confirmed. However, it is likely that the difficulties experienced during deployment were due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2013-14304 and 3005099803-2013-14303 address these devices. It was reported to boston scientific corporation on october 28, 2013 that two resolution hemostasis clipping devices were used during a procedure according to the complainant, during the procedure, the two hemostatic resolution clips would not function properly. Several attempts have been made to obtain event information. However, no further event details have been made available to boston scientific to date.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Reported event of clip failed to release from catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.